Event description:
It was reported, the customer was hospitalized twice due to high blood glucose, nausea, and vomiting. The customer stated that he had angioplasty and stent due to a heart issue. The customer mentioned that they found a blockage. The blood glucose reading was over 1000mg/dl, and he was treated and released. Then on (B)(6) 2012, he was hospitalized again with high blood glucose over 400mg/dl. Troubleshooting was performed. The time, settings, and bolus history were correct. Reviewed the alarm history and found that the last alarm was on (B)(6) 2011 for low reservoir. Ran a fixed prime and a very little of insulin exited. Advised the customer to contact his doctor regarding his high glucose level. The customer's son called back and requested a replaced of the insulin pump. The son stated that the customer believes the insulin pump was not delivering the insulin as the customer's glucose level continued to elevate while connected to the device. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.